Event description:
It was reported that when the device was used during an unknown procedure, it had clinging staples. The skin tore when the surgeon pulled stapler loose. Another device was used to complete the case with no further patient consequence.